Event description:
(B)(6) male patient was vaulted in a car accident in 1992 and had multiple operations on his right hip, the last one, being the fusion of the right hip. The patient was diagnosed with right hip fusion with low back pain and left hip pain as well as bilateral knee pain. He underwent revision surgery on (B)(6) 2013 due to painful right tha with suspected metal wear. The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received a durom acetabular component 56/50 p, on (B)(6) 2007 and underwent revision surgery on (B)(6) 2013 due to pain, wear, fluid, corrosion and elevated metal ions. Additional hospital report notes mentioned that the patient is morbidly obese.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on march 03, 2016 to enter additional information which had been received on february 24, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 zimmer (B)(4) will close this case once again. (B)(4).

Event description:
The patient was revised due to pain, wear, fluid, corrosion, elevated metal ions and loosening.